Event description:
A customer reported to the company representative that during surgery 5 screws stripped and 1 screw broke. The company representative also reported that the only screws used during this event were the 92-15905 screws. The following devices were used during the surgery: driver blades were 6215000 ( manual driver) and 9262151 with quick drivers. The 4 plates used were 5334510.

Manufacturer narrative:
The complained devices were not returned; therefore a confirmation of the reported event is not applicable. Regarding the reported broken screw a visual, functional and dimensional examination of the device cannot be performed; therefore it is not possible to determine the exact root cause. According to the related design risk management file however, these are possible root causes for the failure mode ¿intraoperative screw breakage¿: too less fixation of implant to bone, insufficient bone-quality/quantity, incorrect choice of screw (diameter, length, type). Regarding the reported stripped screws the failure can be attributed to a mixup between the universal neuro 1 system (blades) and the universal neuro 2 system (screws). Therefore the root cause can be tied to a user related issue. No indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
A customer reported to the company representative that during surgery 5 screws stripped and 1 screw broke. The company representative also reported that the only screws used during this event were the 92-15905 screws. The following devices were used during the surgery: driver blades were 6215000 ( manual driver) and 9262151 with quick drivers. The 4 plates used were 5334510.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.